Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment on guidewire occurred. A 135cm rubicon 35 was selected for use. During the procedure, it was noted that the catheter got bound up on the wire in addition to coiling causing the wire to move. No patient complications were reported.